Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) worked on battery for less than 60 minutes. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was a 15-minute delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the team reported an issue with their hlm during set-up. Specifically, the team reported that the battery backup had less than 60 minute of charge life. As a result, the team had to obtain a backup hlm, which resulted in an approximate 15-minute delay to the procedure. The surgery was completed successfully, there was no blood loss and no adverse event reported.